Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. Based on current thresholds the implantable pulse generator (ipg) is exhibiting premature battery depletion. The ra lead was removed and replaced. The ipg remains in use. No patient complications have been reported as a result of this event.